Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a umbilical vessel catheter (uvc). The customer reports a leak within the catheter.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional information, if additional information is obtained the medwatch form will be updated.